Event description:
In 12/92, rptr was in a car wreck. She had ruptured disc surgery for fusion and implant. After implant rptr had pain, discomfort, stiffness and pressure. Since removal, she is having pain, discomfort and stiffness. There are days she is unable to do anything. She can't sit for long periods of time and she can't stand for any length of time. She walks with a cane on some days and wears a back brace every day.